Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 84mg/dl to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 at 07:00am, a blood test was performed by the customer fasting and produced test result of 148mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is 02/01/2016. The meter memory was reviewed for previous test result history, but customer is unable to provide if the results are fasting or non-fasting (date / time not set): (B)(6). Adverse event not reported.